Event description:
The customer returned the video system center to the service center for a separate issue. During device analysis, the service repair center identified interference caused by interface shaking. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: interference was due to interface shaking. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.